Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that failure to capture was observed on the left ventricular (lv) lead. Lead dislodgement to the right atrium was confirmed via fluoroscopic. The lead was explanted and replaced. The patient was stable throughout the procedure.